Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off due to customer not changing time for daylight savings. There was no impact to the customer's blood glucose. Reportedly, the customer corrected time and resumed insulin therapy.